Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported the patient¿s cgm values were under 70 mg/dl ¿all day¿. The patient was also wearing a tandem mobi insulin pump. At an unspecified time later that day, the patient¿s cgm value increased to high mg/dl. No bg meter comparison values were taken. The patient was tired and vomiting at this time. The patient tested her urine for ketones, which was ¿dark purple¿ (indicating large ketones). The patient then went to the emergency room. At the ER, the patient¿s bg level was 888 mg/dl. She was diagnosed with diabetic ketoacidosis (dka) and treated with an IV insulin drip, IV fluids, potassium, and lantus insulin. The patient's insulin pump and sensor were both removed. The patient was discharged three days later, on (B)(6) 2024, when her bg level was 300 mg/dl and ketones were ¿okay¿. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a of the parkes error grid. No additional patient or event information is available.